Manufacturer narrative:
Correction: d2. The device was returned to zoll medical corporation for evaluation. The reported failure of the discharge button could not be replicated during testing. Device log review identified that following a successful 30j test shock, the device subsequently displayed check pads and poor pad contact messages. Attempts to deliver therapy were unsuccessful because the device was in poor pad contact state, indicating inadequate electrode-to-patient contact or loose cable connection. As designed, the device inhibits shock delivery under these conditions. Functional testing, including bench handling, defibrillation testing, and repeated operation of the shock button, confirmed the device operated within specifications. No product malfunction was identified. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.